Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and cardiac arrest requiring cardiopulmonary resuscitation (CPR). Post ablation phase, the patient¿s blood pressure dropped, and pericardial effusion was noticed. The patient went bradycardic and went into cardiac arrest. CPR was performed. Transthoracic ultrasound was used to confirm cardiac tamponade. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage and was admitted to the cardiac critical care unit ccu for observation and monitoring of pericardium. Extended hospitalization was required as a result of the adverse event. The physician did not have a definitive reason for the event, other than a probable perforation of the myocardium. Transseptal puncture was not performed. There was no evidence of steam pop during the ablation. Most of the ablations were performed at 40 watts. The flow rate was set at 15ml/min. No error messages were observed on any bwi equipment.